Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_967 - paradigm, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 10mmx5mm amplatzer valvular plug 3 was successfully implanted in a patient using a 5f amplatzer torqvue 2 delivery sheath. On (B)(6) 2024, it was noted that the patent went to the emergency room due to testicular pain. The patient was found to have orchitis and a scrotal hematoma. It believe that the cause was from venous access during the implant procedure.

Manufacturer narrative:
An event of hematoma and pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient went to the emergency room due to testicular pain from orchitis. The patient presented with orchitis due to a scrotal hematoma. Based on the information received, the cause of the reported pain was due to orchitis. However, the cause of the reported hematoma could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information:(B)(6)- paradigm, patient site ID: (B)(6)((B)(6)) it was reported that on (B)(6)2024, a 10mm x 5mm amplatzer valvular plug 3 was successfully implanted in a patient using a 5f amplatzer torqvue 2 delivery sheath. There was no difficulty implanting the plug. There were no multiple manipulations of the delivery sheath during the procedure. On(B)(6)2024, it was noted that the patent went to the emergency room due to testicular pain. The patient presented with orchitis due to a scrotal hematoma. It could not be confirmed by the implanting physician if the cause of the scrotal hematoma was or was not from the delivery system's venous access from the implant procedure. The patient status was reported as discharged.